Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L3-s2 instrumentation using expedium was performed on a patient with stenosis on (B)(6) 2015. When the physician additionally turned the screw with the reported t20 driver after insertion, the screw could not be tightened. The screw head was not damaged but the tip of the driver became deformed. Then it was replaced with another driver, with which the screw was implanted successfully. The physician mentioned that the bone was so hard that the excessive force might be applied to the driver.

Manufacturer narrative:
The expedium modular t20 screwdriver shaft was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip. Fracture analysis found evidence of a quasi-static overload torsional shear failure. A DHR review found no issues that could have caused or contributed to the fracture. Complaint trend analysis found no systemic issues. The root cause cannot be positively determined based on the provided description or returned sample. However, there is evidence of a torsional overload that was placed on the drivers tip. Based on the outcome of the investigation, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.